Event description:
This report is to advise of an event that was observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found an insulation abrasion at 11.1 cm - 11.3 cm from the connector pin. Abrasion are consistent to constant friction with another implantable device.